Event description:
It was reported that stent fracture occurred. The target lesion was located in a coronary artery. A 3.00 x 20mm synergy xd drug-eluting stent was advanced for treatment. However, the stent was lifted off the balloon upon inserting into the guide. The procedure was completed with a different device. There were no patient complications reported.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6).

Event description:
It was reported that stent fracture occurred. The target lesion was located in a coronary artery. A 3.00 x 20 mm synergy xd drug-eluting stent was advanced for treatment. However, the stent was lifted off the balloon upon inserting into the guide. The procedure was completed with a different device. There were no patient complications reported.

Manufacturer narrative:
Updated batch/lot # from 0034750140 to 0033524830 to be consistent with the returned device. E1: initial reporter facility name: (B)(6) hospital.

Manufacturer narrative:
Device evaluated by MFR. : a partial synergy xd mr us 3.00 x 20mm stent delivery system (sds) was returned for analysis. A visual and tactile examination of the hypotube shaft identified a break in the hypotube with a 25.5cm section of the hypotube only returned. The distal section including the polymer extrusion, stent, balloon or tip were not returned for analysis. Multiple hypotube kinks were noted on the returned section of the hypotube. The crimped stent outer diameter was measured at the time of manufacturing is within max crimped stent profile measurement. Updated batch/lot # from 0034750140 to 0033524830 to be consistent with the returned device. E1: initial reporter facility name: (B)(6).

Event description:
It was reported that stent fracture occurred. The target lesion was located in a coronary artery. A 3.00 x 20mm synergy xd drug-eluting stent was advanced for treatment. However, the stent was lifted off the balloon upon inserting into the guide. The procedure was completed with a different device. There were no patient complications reported.